Event description:
A malfunction alarm was reported when a code was displayed, and the customer's blood glucose level was 180 mg/dl at the time of the event. The pump could not be reset successfully, leading to its replacement. The customer was informed of the need for a pump replacement, which was covered under warranty, and was briefed on backup therapy using mdi to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address, provided instructions for transporting the pump in storage mode, and arranged the return of the problematic pump using a pre-paid label and return box.